Event description:
It was reported that this right ventricular (rv) lead had pacing failure due to lead was dislodged. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had pacing failure due to lead was dislodged. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture additional information (patient details).